Event description:
It was reported that a user experienced elevated blood glucose while using the ilet bionic pancreas and had been announcing ¿more than¿ meals frequently, announcing meals as corrections multiple times per day, and preannouncing a ¿more than¿ meal followed by a ¿usual¿ meal before eating, which led to postprandial hyperglycemia up to 250 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education. Investigation included technical support review and recommendation to transfer to clinical support for guidance, with consideration for a factory reset as a corrective action. Investigation of this case revealed use error related to meal announcement practices that affected insulin dosing behavior, with no evidence of infusion set or sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error in meal announcement leading to inadequate glycemic control.